Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed. In logs, the 32097 was found indicating error occurred, reported by axes controller, motor (acm) in usm watchdog errors confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the rolling loop fiber for reading below 75 rx power. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the rolling loop fiber in the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported during the da vinci assisted surgical procedure; there was an error on universal surgical manipulator (usm). The fault was recovered but reported that issue was ongoing. The technical service engineer (tse) informed that if it was not recoverable that can disable arm 3. The customer reported event has no report of patient injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.